Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that IV fluid and medication was observed shooting out of the extension set ports while it was connected to a patient. There was no harm reported.